Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that there was oversensing of noise on the right atrial (ra) channel. The implantable cardioverter defibrillator (ICD) and another manufacturer's ra lead also exhibited several abrupt increases in pacing impedance measurements to greater than 3000 ohms. A lead fracture was suspected, but not confirmed. A revision procedure was performed where the ra lead was surgically abandoned and the ICD was explanted. A new device and lead were successfully implanted. The field representative was notified after the procedure and consulted boston scientific technical services (ts) with the information. Upon review of the data stored on the remote home monitoring system, ts noted the out of range impedance spikes started to occur two months earlier. Ts also stated the noise appeared to be from the minute ventilation feature signal. No additional adverse patient effects were reported.